Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow up. Low atrial lead impedance notification alerts were noted despite the patients device being programmed to vvi. No intervention was performed at this time. The patient would be monitored.